Manufacturer narrative:
Concomitant products: product ID neu_ens_stimulator, serial # unknown, product type external neurostimulator; product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2013, product type lead; product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2013, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was further noted that the patient went to give the instrument one more try. When the patient plugged in ¿unit #2, it was like holding a 220 volt live wire and was totally grounded, the shock literally knocked the patient off of his feet and on the ceramic tile floor in their kitchen.¿ it was further noted that the patient landed on the left hip and left elbow. It was noted that ¿on the way down to the floor, the patient yanked the power cord out of unit #2.¿ it was noted that ¿something malfunctioned" causing the patient to experience the ¿worst electrical shock that he had experienced in his life.¿ it was further noted that the patient was told that ¿it was not too unusual and it was not surprising that this happened.¿ it was noted that the patient had bruising on his hip and elbow where the skin was broken and there was ¿considerable bleeding.¿ it was noted that ¿he thought the healing would take place easily and quickly.¿ it was further noted that a few days later, the patient¿s ¿back was giving pain and the elbow produced a large fluid filled swelling and the back pain continued.¿ it was noted that the patient had ongoing treatment with a chiropractor and the elbow problem continued. It was noted that the patient saw a physician and the elbow was aspirated, but the swelling returned. It was further noted that the patient saw an orthopedic specialist, who removed the fluid and gave the patient a steroid shot and it seemed to take care of the problem. It was further noted that the bruise on the patient¿s hip lasted for several weeks and the patient continued to have that and lower back pain treated by the chiropractor.

Event description:
It was later reported the hip and elbow issues were resolved but the patient was having other back issues.

Manufacturer narrative:
(B)(4)